Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced catheter tip damage. The following information was provided by the initial reporter, translated from spanish to english: "[...]the tip of the catheter it "blooms" when it comes into contact with the skin or in other cases, the tip is damaged from the factory, which causes damage to the veins at the time of puncture."

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced catheter tip damage. The following information was provided by the initial reporter, translated from spanish to english: "the tip of the catheter it "blooms" when it comes into contact with the skin or in other cases, the tip is damaged from the factory, which causes damage to the veins at the time of puncture."

Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.